Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was "not infusing". This was observed during patient infusion with fentanyl (1000mcg/100ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.